Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, the patient presented bone type ii and immediate implant and immediate load were performed.